Event description:
It was reported that the patient experienced pain as the ipg had moved and was rubbing on the spine. The patient underwent a revision procedure wherein the ipg was replaced and moved the pocket an inch away from the spine. The patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Correction to initial report in blocks: b1, b5, and h6.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated approximately one inch, causing the patient pain and discomfort due to the ipg rubbing against the spine. The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted ipg was discarded and will not be returned for analysis.